Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The same day as the event onset, the patient was hospitalized and treated with vancomycin injection (1gm, every 72 hours, intravenous, discontinued after 4 days) and amikacin injection (125mg, intravenous, once daily, discontinued after 4 days) for peritonitis. Five days after the event onset, the patient was treated with vancomycin injection (1gm, every 72 hours, intraperitoneal, discontinued) for the event. On an unknown date, the patient was also treated with ceftazidime injection (1gm, once daily, intraperitoneal, discontinued) and targocid injection (200mg, intraperitoneal, discontinued) for the event. On an unknown date, pd therapy was discontinued, the pd catheter was removed and the patient was transferred to hemodialysis. At the time of this report, the patient was discharged from the hospital and recovered from the event. No additional information is available.